Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
It was reported that the patient just started the trial phase of testing of their external neurostimulator (ens) at 9 am this morning. The patient stated that they tried using the bathroom and only "a little came out" so they tried to catheterized and saw blood in the catheter.